Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the central venous catheter (cvc) was being placed for a (B)(6) female patient. The catheter was being placed into the patients' subclavian vein. During removal of the spring wire guide (swg) it became unraveled, but was removed completely intact. They were able to keep the catheter in place therefore, no other kit was opened. There was no delay in treatment, no patient death and no patient complications were reported. The patient outcome was as expected.